Event description:
On (B)(6) 2014 received explanted lead from st jude medical. No explant information provided. Investigational letters will be sent to the implanting hospital and implanting physician with follow-up calls if required.

Manufacturer narrative:
.